Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and or headache, asthma (new or worsening), inflammatory response, lung disease, cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 04/21/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and or headache, asthma (new or worsening), inflammatory response, lung disease, cancer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation manufacturer using a known good power supply and power cord and able to confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. During review of the error logs, during the evaluation the error log showed 17 errors logged. During the investigation manufacturer observed the air inlet filter was missing. Potential hair-like particles were observed underneath the control knob, in the air inlet, on the pca, on the interior side of the left panel, all over the blower cap and on the sound abatement foam. Potential dried liquid spots were observed inside the blower motor. An unknown contamination was observed on the inner rim of the blower motor. Manufacturer also observed dust-like contamination on the left and right panels, inside the iso port, in the air inlet, on the interior side of the top enclosure, on the pca, blower cap, on and inside the blower motor, on the sound abatement foam and in the bottom enclosure. Manufacturer observed potential degraded sound abatement foam on the bottom of the blower housing. Manufacturer confirmed the presence of degraded sound abatement foam. Manufacturer observed light scratches on the top enclosure. A whitish dust-like contamination consistent with mineral deposits was observed throughout the interior of the water tank, on the dry box inlet seal, in the bottom enclosure and lower base. Potential hair-like particles were observed on and in the water tank, on the interior side of the flip lid assembly/seal, on the dry box and dry box seals, in the bottom enclosure and lower base. What seemed to be a feather was observed in the lower base. Manufacturer observed dust-like contamination on and under the flip lid assembly, on the left side panel, on the dry box, in the bottom enclosure and lower base. In box d; device serviced by 3rd party, device avail. For eval and date returned were updated. In box h, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid were updated.